Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip of the subject device was missing. The amount and position of adhesive for connecting the distal tip was properly applied. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The distal tip was deformed for unspecified reason. An adhesive between the distal tip and the basket wire peeled. The distal tip was detached and fell off. The above device handling has warned in the instruction manual as follows. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The distal tip of the subject device came off. It was possibility that the tip fell inside the patient's common bile duct. The intended procedure was completed with the subject device. There was no patient injury reported. The user commented that the tip could be passed naturally without retrieval if the duct was cleared successfully. This is the report regarding falling of the distal tip.